Event description:
It was reported that during a laparascopic nephrectomy procedure, the reload popped out of the gun unassisted. The reload fell into the abdominao cavity and was retrieved. Surgery prolonged by 30 minutes. There was no patient consequence.